Manufacturer narrative:
This product is not marketed in the us. Patient code: (B)(4)- secondary surgical intervention, explant (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6 vticmo12.6, -8.5/1/87 (sphere/cylinder/axis) implantable collamer lens into the patients left eye (os) on (B)(6) 2018. On (B)(6) 2018 the lens was explanted due to low vault. It was reported that the patient is in good condition after the surgery.

Manufacturer narrative:
Additional information was received. The reporter stated that the patient has had a replacement (iol). Patient is in good condition. (B)(4)

Manufacturer narrative:
"Capsular tear" not included in the initial MDR. (B)(4).

Manufacturer narrative:
Additional data: work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4).

Manufacturer narrative:
Additional data: device evaluation: lens was returned in liquid in vial. Visual inspection found no visible damage to the lens. Dimensional inspection found the lens to be within specification. Claim# (B)(4).